Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a damaged. Customer also experienced a high blood glucose and the blood glucose value was 165 mg/dl. Customer also treated with bloused for high blood glucose. Customer stated that the drive support cap was flushed and protruded. The product will return for the analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly noted.